Event description:
Pt's spouse reported pump issue. Spouse stated did a cassette change today several hours ago but the reservoir volume says low and only has 2 hours left, but stated there is plenty of volume in the reservoir. Stated does not recall if she reset the volume when changing the cassette. Rph informed when reservoir volume low means new cassette needs to be changed but since unsure about setting up volume, advised spouse to redo the new cassette for accuracy. Serial number not provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when issue occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.